Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump motor error. The customer¿s blood glucose level was unknown. The customer stated that they had received a motor error. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with missing retainer and missing reservoir tube o-ring. The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test, occlusion test, and the delivery accuracy test or verify pump error 37, 38, or 130 (motor error) alarms due to missing retainer. The motor was tested outside the device and passed. The pump also received with scratched case, pillowing keypad overlay, and minor scratched lcd window.